Manufacturer narrative:
The investigation for the reported event is still ongoing. The bed frame evaluation was scheduled on week 6, 2023. Results of the investigation will be provided to the follow-up report.

Manufacturer narrative:
The customer staff claimed that the citadel plus bed frame moved up without any command given. The bed was in use. No injury was claimed. The allegedly faulty bed frame was excluded from use and another bed was used. The claimed symptom was recreated during the bed frame evaluation conducted by the arjo service technician. One of the buttons located on the right side rail was defective. It occasionally gets stuck causing the up movement. The problem was resolved by the part replacement. According to citadel plus instruction for use, IFU 831.374.en_b, a full test of all electrical bed positioning functions should be conducted weekly. If the result of the test is unsatisfactory, arjo or an approved service agent should be contacted. To sum up, it was reported that the citadel plus bed did not meet its specifications due to unintended movement of the bed which occurred at the time of use by the patient. No adverse outcome occurred. The complaint was decided to be reportable due to unintended up movement of the bed caused by the faulty control panel.

Event description:
The customer staff claimed that the citadel plus bed frame moved up without any command given. The bed was in use. No injury was claimed.

Manufacturer narrative:
The investigation is ongoing. Results of the analysis will be provided to the follow-up report.